Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: sleeve gastrectomy. Event description: the trocar broke inside the wall. Original: le trocart d/2eme c'est cassé dans la paroi. Additional information received from the sales rep via email on 13 june 2017 at 11:54am: the complete device is available for evaluation. The cannula is broken in 2. The breakage is in the middle of the cannula, on the thread. The surgeon introduced a 5mm instrument (probably a grasper but he is not sure). He wanted to guide the instrument where he wanted work. Perhap's the cannula was not well oriented. And he saw that the cannula was broken approximatively in the middle of the surgery. It was a clean break. The port was not used with a robot. The method of insertion was classic insertion, it's not the first trocart, so he can see trocart during introduction. The 2 broken pieces were retrieved from the patient. Type of intervention: unknown. Patient status: the patient is good now, the incident has no impact on the patient status during or after the surgery.

Manufacturer narrative:
The event product was returned to applied medical for evaluation. Upon inspection, engineering was able to confirm the complainant's experience of a fractured cannula. The wall thickness of the cannula was measured and was found to be uneven. The likely root cause of the fracture is the uneven cannula wall thickness, which occurred during the injection molding process of the cannula. The probability and criticality of harm resulting from this failure mode have been evaluated and were found to be at an acceptable level. Applied medical continuously seeks to improve the form, function and ease of use of its products. As part of this process, applied medical has implemented process enhancements intended to further minimize the potential for this type of incident to occur.